Manufacturer narrative:
It was reported that the fuses in a compressor mini was frequently being blown off. The reported compressor was investigated onsite by our field service engineer (fse). The compressor regained function according specification after the fuses and drainage valve were replaced. The compressor mini must be serviced at regular intervals by personnel trained and authorized by getinge. Any maintenance or service must be noted in a log book. Preventive maintenance must be performed as follows: maintenance at 5000 hours of operation or at least once a year (whichever comes first) when replacing filters. During this maintenance the mains inlet and fuses must be checked, and replaced if necessary. Extended maintenance at 8000 hours of operation when replacing filters, compressor tubing, shock absorbers and overhauling the compressor. It is unknown when, or if any of these maintenance has been performed, since neither the mains inlet with fuses or the drainage valve have been returned for investigation, the cause of the reported issue cannot be determined by this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the fuses of the compressor was blown. There was no patient harm. Manufacturer ref.#: (B)(4).